Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient was experiencing proximal failure of the implant post-operative. No revision occurred, implant remains in patient.

Manufacturer narrative:
Concomitant medical products- catalog#: 150358 name: oss cemented im stem 9mmx90mm lot#: 608240, 161094 oss rs 12mm ls tibial bearing 646750, 150478 oss poly lock pin 761760 , 150483 oss segmental stacking adapter 725570, 150476 oss poly tibial bushing 695940, 161034 oss rs poly fem bushings set/2 128100, 161035 oss rs axle 502200, 150493 oss reinforced yoke 652900, 150482 oss 4cm diaphyseal segment 950900, 150466 oss 7cm diahpyseal segment 660600, 161022 oss rs non-mod plate long 59 585710 . Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-02177. Reported event was confirmed through radiographs received. X-ray review indicated radiolucency along the bone cement interface of the femoral stem. Status post distal femoral resection. There is also lucency along the lateral aspect of the proximal femoral diaphysis. There is no dislocation and no fracture seen. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient is experiencing discomfort due to a loose femoral stem, following a left orthopedic salvage system procedure. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.